Manufacturer narrative:
Reported event was confirmed due to the review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. Labs done show elevated cobalt levels. A revision was performed due to with metallosis within the joint and the posterior capsule ruptured. Corrosion found on the trunnion and within femoral head. The trunnion was cleaned and new zimmer head and liner implanted without complication. Device history record (DHR) was reviewed and no discrepancies were found. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: m/l taper femoral stem (00-7711-013-00, 63321324). Trilogy acetabular shell (00-6200-058-22, 63357261). Trilogy acetabular liner (00-6305-058-36, 63344357).

Event description:
It was reported the patient underwent a left hip revision approximately 4 years pot implantation due to pain and was found to have elevated cobalt levels. Surgeon reported corrosion, tissue damage and scar tissue. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: h6 proposed component code: mechanical (g04)- head. Visual examination of the returned product identified light scuffing on the outer radius and one larger scratch. Debris is present inside the taper of the head. The stem remains implanted. The head was submitted for further analysis. Analysis determined a consensus modified goldberg score of 3. A score of 3 corresponds to fretting on more than a third of the surface and/or aggressive local corrosion attack with corrosion debris review of complaint history identified additional similar complaints for the head, no additional complaints for the stem, and no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Root cause unchanged. This complaint was confirmed based on the returned device and medical record. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00241.

Event description:
It was reported a patient underwent a hip revision due to trunionosis and elevated chromium levels. No further event information available at the time of this report.